Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call of a faulty reservoir. The customer's blood glucose level is 108 mg/dl. The customer stated that the infusion sets were plugged. The customer stated that the insulin will go through the tubing but not the needle. The customer stated that she used 3 sets and reservoirs to resolve the issue. The customer discarded the sets. The customer was advised to call back when the issue occurs to troubleshoot.